Event description:
The customer received questionable results for two patients from coaguchek xs meter serial number (B)(4). Of the data provided, only one comparison was a reportable malfunction. The result from blood drawn from a fingerstick and tested on the meter was >8.0 inr. Within seven hours, the result from blood drawn from a PICC line which had previously been flushed with heparin and tested on the meter was 2.9 inr. There was no allegation of an adverse event. It was not known if the patient was anemic, polycythemic, or if they had any medication changes. The patient did not have antiphospholipid antibodies, was not using any direct thrombin inhibitors, had no illness, no symptoms of high inr results, and no dietary changes. The therapeutic range was 2.0- 3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 297792) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The maximum difference between measurements was 4%. The obtained qc results were in the allowed range. No error messages occurred during investigation. Upon analysis of the meter memory, the results alleged by the customer were not observed. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.